Event description:
The manufacturer received information alleging a display defect on a trilogy evo device. Nothing is displayed on the screen, but power is turn on was reported at incoming inspection. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.